Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 24-may-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the non-medtronic wire position was lost and the nose cone of the delivery catheter system (dcs) was caught on the inflow portion of the valve. The wire was unable to be advanced. When the dcs was pulled back, the valve dislodged. Subsequently, the valve was snared into the descending aorta and a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.